Event description:
It was reported that a low priority alarm 30176 (max air exceeded) alarm occurred during drain three on the amia cycler. The home patient (hp) stated they were connected and sleeping at the time of the alarm. The hp stated the cycler alarmed and they inspected the set up but did not find any leaks. The hp stated they then ended therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The amia device was evaluated along with a visit to the patient's home. A device history record review was performed and did not establish any relationship of issues during the manufacturing or refurbishment of the device. A service history review did not establish any relationship or potential cause of the reported event to the repairs made on the device. The event history log review was performed and it verified that the low priority alarm 30176 (max air exceeded) occurred several times on the reported day. There were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A visual inspection was performed and no issues were noted. Functional rite (returned instrument test evaluation) testing was performed and no failures were identified, along with electrical testing. The device met product specification related to the reported event. Based on device testing and a visit to the patient's home, the reported alarm was determined to have occurred due to a use error, because the cycler was positioned higher than the allowable distance from the patient. The amia cycler was found to have been positioned above the patient, outside of the labeled height. This led the device to falsely detect air in the patient line, while draining, triggering the low priority alarm 30176. Proper instructions are addressed in ¿amia apd system patient guide¿. The guide has instructions on placement of the amia cycler and has a warning section that says to place the cycler within a specific distance of the height of the patient¿s catheter. The guide also explains the consequences of placing the cycler outside of this range. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A device history review and service history review will be performed. Should additional relevant information become available, a follow-up report will be submitted.